Event description:
During a follow-up, loss of capture threshold was observed on the right ventricular (rv) lead. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.